Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited an air in line alarm. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed scratches and cracks on the lcd lens screen. Functional testing duplicated the reported issue multiple times. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that a defective and inoperable air detector sensor was the cause of the reported issue. The air detector was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.